Event description:
It was reported that pump screen was dark and would not turn on, and caller stated button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt to turn on pump, confirmed pump was in warranty, and agreed to continue using current pump as backup therapy while replacement pump was provided; customer also acknowledged instructions to place pump in storage mode before return, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within required timeframe.